Event description:
Per the preliminary investigation, the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump.

Event description:
The following has been reported: biomed reported: every new cassette that is put into the pump, the pump says "cassette failed". No pt harm or care delay reported. I did clean the black area and still would not recognize the cassette same error message as reported by a rn. 4/15 - emailed biomed to clean pins. 4/19 - emailed biomed to clean pins. 4/22 - emailed biomed to clean pins. 4/23 - emailed biomed to confirm av pins moving easily and biomed responded pin was stuck, he cleaned, ran test infusion, no errors, he returned to service. Preliminary evaluation of the logs showed the following: mechanical hardware failure (av sticky valve). An active infusion was not stopped (per log review). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.